Event description:
Swelling of both knees [joint swelling]. Pain in both knees [arthralgia]. Joint effusion both knees [joint effusion]. Case description: spontaneous report was received on (B)(6) 2012 from a physician regarding a (B)(6) female pt, initials (B)(6), with gonarthrosis of both knees. The pt's medical history was significant for previous use of artz (without problems), previous use of synvisc ((B)(6) 2012) with complications of joint swelling in right knee and joint effusion of right knee (arthrocentesis with 30 cc clear fluid) about two weeks after the synvisc therapy and recovered. On (B)(6) 2012, the pt initiated treatment with synvisc (hylan g f 20) injection at a dose of 2 ml weekly in both knees (route not provided). The lot number for synvisc was not provided. The same day in the evening, the pt had strong joint swelling with strong pain in both knees (more in right knee). On (B)(6) 2012, the pt visited the clinic and had arthrocentesis of right knee with 40 cc white turbid fluid. The culture test was negative. On (B)(6) 2012, the pt revisited the clinic and complained significant joint swelling of both knees. The same day, the pt had arthrocentesis of both knees with 50 cc slightly white turbid fluid and x-ray finding revealed osteoarthritis (small bone necrosis image in internal condyle of left femur). It was reported that the pt suspected possibility of allergic reaction. The action taken with synvisc treatment was not provided. The event of swelling of both knees was not yet recovered. The outcome for the events of pain in both knees and joint effusion both knees was not provided. Relevant concomitant medications was not provided. The intensity for all the events was not provided. The reporting physician assessed the relationship between synvisc and the event of swelling of both knees as definite and did not provide the relationship between synvisc and the events of pain in the knees and joint effusion both knees.

Manufacturer narrative:
The qa (quality assurance) investigations results were received on (B)(4) 2012. Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Date is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by this report.